Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occured. The 90% stenosed, "hard" lesion was located in a moderately tortuous shunt anastomosis. A f/g sterling otw 6.0 x 20/80 (4f) balloon was advanced to treat the lesion and successfully inflated 3 times to 14 atms. On the 4th inflation, the balloon ruptured at 14 atms. The procedure was completed with this device. No patient complications were reported and the patient's status is good.